Event description:
It was reported that the technician was unable to connect to the patient's implantable cardioverter defibrillator (ICD) with the programmer. A different programmer was used and the device was able to be interrogated. The latest software was installed on the programmer after failure to connect to device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: 6027 radio frequency head. (B)(4).